Manufacturer narrative:
Root cause: inconclusive. Probably due to excessive torsion or bending during the surgical case. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device evaluation: returned instrument was visually inspected. At the proximal end of the instrument there are two etched line marks. The returned instrument at the first line mark.

Event description:
Driver broke during surgery.